Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the artis pheno system. The c-arm collided with the patient table. According to the additional information, the reported issue occurred without collision warning, and the system did not enter the override mode. However, siemens was unable to reproduce this event. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
H10: manufacturer narrative: h3, h6: siemens healthineers completed the investigation of the reported event. The investigation was performed based on expert discussions, consideration of the complaint description, customer service reports, system history, and system log file analysis. During a patient procedure, a collision between the c-arm and the table base was communicated. However, the procedure was continued and finished on the system. According to log file analysis, the user manually moved the stand (c-arm) close to the table. The warning message "collision with table" was shown to the user as the system was in the collision zone of the table. The user then moved the stand in "override mode", thereby deactivating the collision detection. The stand was moved further in the direction towards table-lift base and then the x-ray tube collided with table-lift base. The customer claim that the c-arm collided with the table without the use of override mode and without collision warnings, was not confirmed by the log file analysis. The collision occurred during user-controlled system movement. There is no indication of an unintended movement of the system. The system worked as specified. The system operator manual contains adequate instructions about system movement and how the operator can avoid a collision. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. The complaint has been closed.